Event description:
A patient was revised to address four migrated everest set screws approximately 4-months after implantation. This report captures the first of four everest set screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient was revised to address four migrated everest set screws approximately 4-months after implantation. This report captures the first of four everest set screws.